Event description:
The customer was performing a fess on a pt using or tracking with a straight aspirator when she said there was some form of perforation resulting in a cerebral fluid leak.

Manufacturer narrative:
A follow-up report will be submitted when additional info is obtained.